Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported interrogation results were abnormal; electrode impedance check of high impedance on contact 3 all pairs tested. No actions were taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number: (B)(4)) revealed no significant anomaly.

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that no intentional action was taken to resolve the impedances. However, it was stated that following an implantable neurostimulator (ins) replacement due to low battery, the impedance issue was resolved.

Event description:
It was initially reported that high impedance was found on contact 3, including case, however later it was stated there was lead high impedances. It was indicated that the event was not related to the implantable neurostimulator and was related to the lead implanted in the left subthalamic nucleus (stn). No additional diagnostic results were provided. There were no patient signs or symptoms. The event was noted to be ongoing/unresolved with no further actions planned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3389s-40, lot# v119496, implanted: (B)(6) 2008, product type: lead; product ID 3389s-40, lot# v750324, implanted: (B)(6) 2012, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# v119496, implanted: (B)(6) 2008, product type: lead. (B)(4).